Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampons fell apart upon removal leaving pieces behind which she had to manually remove. She experienced pelvic pain and tenderness in that area.